Event description:
Upon assessment of infant for a high oxygen saturation alarm, it was noticed that there was blood and IV fluid on the bedding. It was determined that the "alligator" clip was cracked and the tpn/lipid line of the umbilical venous catheter (uvc) was back flowing onto the bed. Rn changed out clip and used aseptic technique to clean site. Mom present and baby had no issues with event. Blood pressure and saturation remained stable.